Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's wife initially called on (B)(6) 2018 to troubleshoot an incorrect date on coaguchek xs meter serial number (B)(4). The patient also received some errors when using the meter. The patient's wife replaced the meter batteries and received assistance setting up the correct time and date on the meter. The patient's wife called back on (B)(6) 2018 stating that the patient received erroneous results when testing with the meter. At 11:30 p.m. On (B)(6) 2018, a sample collected from the patient was tested in the laboratory using an unknown method, resulting as 3.4 inr. At 2:00 a.m. On (B)(6) 2018, the patient tested twice using the meter and the results were 4.5 inr and 4.3 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and no changes were made to his medication based on the meter results. The patient is currently in stable condition. The patient's therapeutic range at the time of the event is 2.8 - 3.5 inr. The patient's testing frequency is weekly. On (B)(6) 2018, the patient's therapeutic range was 3.0 - 3.5 inr. The patient did not have "hemaocrit" issues and the patient's hematocrit is within range for usage of the meter. The patient does not have antiphospholipid antibodies or lupus. The patient does not use direct thrombin inhibitors. The patient's warfarin dose was decreased since last tested on (B)(6) 2018. The patient has no had any changes in medication, illnesses, or diet. The patient did not have a special or unusual diet. The patient did not have any high inr symptoms other than a hematoma that developed in his buttocks after a fall that occurred on (B)(6) 2018. The fall was not related to use of the meter. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in combination master lot strips. Testing results: qc 1: 2.5 inr , qc 2: 2.5 inr , qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. The maximum difference between measurements was 4%. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.